Event description:
It was reported that the luer lock became disconnected. The customer reconnected the luer lock and resumed insulin delivery. Customer's blood glucose was 201 mg/dl.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.